Event description:
The customer reported that the spectrum pump displayed constant upstream occlusion alarms when the tubing is not occluded. No pt injury was reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The eval confirmed the reported symptom of "constant upstream occlusion alarm" through the history log. The eval found the upper and lower readings on the ultrasonic sensor to be out of specification with a fluid filled tube caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms causing the reported symptom. The upstream sensor has been replaced.